Event description:
Patient suffered right distal tibia and fibula fracture as result of motor vehicle accident. During the procedure the surgeon was attempting to screw the post into a 2.7mm va hole in the plate to use the compression forceps when the post became disengaged. Surgeon opted to use a different technique to gain compression. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.